Event description:
A hospital in (B)(6) reported that an rt200 adult dual heated breathing circuit was found to have "defective pins" on the inspiratory limb during set up. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the pins on the inspiratory limb of the complaint breathing circuit received were tested to see if they could be connected to a heater wire adaptor. Results: full insertion of the heater wire adaptor was not possible as the pins of the inspiratory limb were found to be bent. A lot check revealed one other complaint of this nature for this lot number. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).